Manufacturer narrative:
Work order passed. No failure found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess). It was reported that the user was unable to successfully register the patient using tracer. At the time of the call, the user had attempted a few times. Surgeon noted that the scan came from a xoran scanner and the tip of the nose was missing. He attempted 3 point tracer, which he tried three times, but was unsuccessful. Site was walked through point merge, which they tried a few times as well, but the lowest error metric they got was 45. The surgeon decided to proceed without navigation. This occurred intra/peri-operatively with less than one hour delay to surgical time. There was no reported impact on patient outcome.